Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experience leakage at the connection site. The following information was provided by the initial reporter, translated from portuguese to english: leaking in the connection of the maxzero with the syringe was observed in some opportunities. The leak persists even after disconnecting the syringe a few times.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: photo and video received for investigation. Upon visual inspection, syringe is attached to the maxzero component. Leakage at luer is observed, no other defects or issues can be observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the potential lot numbers 2046758,2046761,1197239,2046753,2013127 that could have contributed to the reported defect. Five retention samples from the same lot were evaluated, no defects or issues observed. Functional testing was performed, leak test on the connection and connectivity test, no leakage observed. Physical samples are necessary to further analyze the sample for defects or issues. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experience leakage at the connection site. The following information was provided by the initial reporter, translated from portuguese to english: leaking in the connection of the maxzero with the syringe was observed in some opportunities. The leak persists even after disconnecting the syringe a few times.